Event description:
"S/p b subgl infra 260cc dc silastics for augmentation 6/3/76. Reports the lt is softer and flatter x few yrs and rt is burning no history trauma. The rt has always had an inferomedial indent. Main concern is progressive systemic sx's including arthralgias/myalgias (plus am stiffness), paresthesias, spasms swelling, fatigue, sleep disturb, adenopathy, hot flashes/sweats and chills, ha's, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sens sun/cold, sob/cp/costochondritis, choking sens, skin disturb, and decreased libido. Pt is otherwise healthy."